Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 20 complaints, regarding 20 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised do not use the anchor¿ tissue retrieval system¿ if resistance is met upon deployment. Improper use of the anchor¿ tissue retrieval system¿ may result in perforation of tissue and subsequent bleeding. Care should be taken when using sharp and electro-surgical devices. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed canada reported on behalf of the customer that the trs100sb2, ancr tissue retrieval system, 10mm, 175m, device was being used during a laparoscopic cholecystectomy procedure on (B)(6) 2023 when it was reported ¿bag broke (ripped) x2. First it ripped and then completely ripped apart when removing gallbladder through umbilical port site.¿. The procedure was completed without the use of an alternate device. There was no report of injury, medical intervention, or extended hospitalization for the patient. This report is being raised on the reported injury due to patient possibly retaining a foreign object.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed canada reported on behalf of the customer that the trs100sb2, ancr tissue retrieval system, 10mm, 175m, device was being used during a laparoscopic cholecystectomy procedure on (B)(6) 2023 when it was reported ¿bag broke (ripped) x2. First it ripped and then completely ripped apart when removing gallbladder through umbilical port site.¿ the procedure was completed without the use of an alternate device. There was no report of injury, medical intervention, or extended hospitalization for the patient. This report is being raised on the reported injury due to patient possibly retaining a foreign object.